Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/4/2021. Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. Please describe how the adhesive was applied. Knee bent to greater than 90 deg. Skin closed, cleaned and dried. Adhesive tape applied and then coated with the liquid. Excess liquid was removed using a dry sponge and allowed to dry for 2 minutes. What prep was used prior to, during or after prineo use? Choloroprep was a dressing placed over the incision? If so, what type of cover dressing used? No is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown is the patient hypersensitive to pressure sensitive adhesives? Unknown were any patch or sensitivity tests performed? No patient demographics: initials / ID, gender, age or date of birth; bmi ¿ unknown patient pre-existing medical conditions (ie. Allergies, history of reactions) ¿ none reported has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained. What is the procedure date? N/a (it was approximately 2 weeks prior to the account informing me of the situation. What date did the reaction occur on? The physician noticed it when the patient returned to the clinic for a post-op visit on (B)(6) 2021. What does the reaction look like and how large of an area does the reaction cover? Photo. Do you have any pictures of the reaction? Yes. Was the topical steroid used to treat the skin reaction prescribed or purchased over-the-counter? Prescribed. Was there any other medical or surgical intervention performed (product removed; re-operation; re-closure; antibiotics prescribed)? If so, please clarify. Product removed what is the most current patient status? N/a. Can you identify the product code and lot number of the product that was used? Clr222us, lot number n/a. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? N/a. Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)?

Event description:
It was reported a patient underwent a total hip replacement on an unknown date in 2021 and topical skin adhesive was used. About two weeks post op, the patient presented with a skin reaction. The dressing was removed and prescribed topical steroid applied. Additional information has been requested.